Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 162 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test minilink transmitter with the glucose sensor simulator and blood glucose meter communicates properly to the insulin pump. The insulin pump programmed with multiple values and all registered properly in the sensor update history noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.